Manufacturer narrative:
According to the reporter, the product is not available for return. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There are no open nonconformances for this complaint type. There have been no other complaints for this lot number. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that an intraocular lens (iol) became stuck inside the delivery device while either partially or completely inside the patient¿s eye. The lens and delivery device were removed from the eye. There was no incision enlargement, but sutures were necessary which were not part of standard protocol. The capsular bag was not damaged. There was no loss of vitreous and no vitrectomy was performed. A backup lens of a different model and diopter was successfully implanted. In the physician's opinion, the likely cause of the event is that the lens was stuck in the delivery device. The patient has no complaints and a positive prognosis and treatment. Though requested, no additional information has been provided.